Manufacturer narrative:
Suspect device received on may 04, 2021. Device evaluation completed on may 23, 2021. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant was found to have a tear on the anterior view, near to the valve. Microscopic examination was performed, and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the left side is sn#: (B)(6), date of implantation was (B)(6) 2011, explantation date was on (B)(6) 2021. The health care professional confirmed the left prosthesis deflation. Patient also experienced ptosis. As a result, patient underwent bilateral mastopexy, bilateral breast capsulorrhaphy, and replacements as follow: sn#: (B)(6), cat:3501625, and left replaced with cat#:3501625, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant (estimated) has been updated based on the manufacturing date of the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: right mentor smooth round moderate profile 275cc saline breast implant, catalog# 3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. Patient felt something was different in her left breast and she could feel the coldness and the leaking implant. Her left breast was getting smaller and smaller. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.